Event description:
The customer reported to olympus, image does not appear on the endoeye flex deflectable videoscope. Upon inspection and testing of the customer returned device, it was observed the image does not appear due to a damaged image pickup unit and scratches on the electrical contacts of the video connector. This report is being submitted as a MDR based on this evaluation result. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered noise and the image does not appear due to a damaged image pickup unit and scratches on the electrical contacts of the video connector, curved rubber adhesive was missing, the angle fixing part of the operation part was loose, scratches on the operation part, on the grip, up and down plate, right and left plate, dirt was difficult to remove switch 1 and scratches on switch 1. Additionally, the universal cord was difficult to remove due insufficient cleaning, lens guide connector was scratched, the surface of the lens guide cover glass was scratched, the video connector was scratched and scratches on the operation part. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit, a board inside the video connector, or a problem on the system side. Alternatively, it is also likely that the communication status with the system has become unstable due to foreign matter adhering to the video connector electrical contacts or scratches due to contact with external objects. Olympus will continue to monitor field performance for this device.